Event description:
It was initially reported that the high impedance was observed during a diagnostic test performed. The patient's mother has since reported an increase in his seizure level, which is still below pre-vns baseline levels, but this is believed to be due to medication changes by the surgeon. The patient is said to not have the same change in voice as he used to, which also began about the same time as the increase in seizure level. The surgeon believes that this is due to the patient becoming accustomed to the therapy. It was noted that during the patient's change in valium, there was an increase in seizures earlier in the year. There was then another increase in seizures reported during the summer time, which was not during a known medication change with no noted cause by the surgeon. The patient has also said to have received efficacy from the therapy as his trips to the ER have been reduced from 18 per year pre-vns to 2 per year. There was no known trauma or manipulation that could have contributed to the high impedance or increase in seizures. Battery life calculation performed using programming history in the manufacturer's programming history database resulted in approximately 7.36 years until eri=yes. Last known diagnostics were performed on (B) (6) 2009, which were within normal limits. X-rays were taken, but were not provided to the manufacture for review. Revision surgery is expected to occur.

Manufacturer narrative:
Device malfunction is suspected, but did not contribute to a death or serious injury.